Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and a definitive cause for the reported gripper line break could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report a broken gripper line and medical intervention it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted; however, the gripper line broke during removal. It was noted that hemostats were needed to remove the gripper line. The gripper line was able to be successfully removed, and no portion remained in the anatomy. Mr reduced to a grade of less than 1. There was no clinically significant delay in the procedure. No additional information was provided.